Event description:
The dr had difficulty inserting the guidewire into the 8 fr. Iab. The dr felt that the fit was "too tight". On 9/16/98, datascope was notified that the iab was discarded and would not be returned for eval. (Event complications: unk - reported 9/14/98. (Pt's current status: unk - 9/14/98.